Manufacturer narrative:
Occupation is lay user/patient. The customer's meter was returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr. Donor 2 inr: 2.2 inr. Donor 1 hct: 38%. Donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr. Customer meter and retention strips: 2.6 inr. Donor #2: retention meter and master lot strips: 2.3 inr. Customer meter and retention strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with the same coaguchek xs meter serial number (B)(4). The first result from the meter at 2:30 p.m. Was >8.0 inr. The patient mentioned she squeezed the finger and the sample had seemed somewhat clear or pale. Then, the result from the same meter at 2:45 p.m. Was 2.8 inr. The patient's therapeutic range is 2.0 - 3.0 inr.